Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 22-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain"), dysmenorrhoea ("increased menstrual pain"), back pain ("lower back pain"), arthralgia ("knee pain / ankle pain"), tendonitis ("repeated episodes of hip and right elbow tendinitis"), musculoskeletal pain ("shoulder pain"), breast pain ("worsened breast pain") and migraine ("migraines +++") in a (B)(6)-year-old female patient who had essure (batch no. C26960) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 month 29 days after insertion of essure, the patient experienced abdominal pain (seriousness criteria disability and intervention required), dysmenorrhoea (seriousness criterion disability), back pain (seriousness criterion disability), arthralgia (seriousness criterion disability), tendonitis (seriousness criterion disability), musculoskeletal pain (seriousness criterion disability), breast pain (seriousness criterion disability), migraine (seriousness criterion disability), nasal dryness ("nasal dryness") and sinusitis ("sinusitis"). The patient was treated with surgery (conservative total hysterectomy was performed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, back pain, arthralgia, tendonitis, musculoskeletal pain, breast pain, migraine, nasal dryness and sinusitis outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, breast pain, dysmenorrhoea, migraine, musculoskeletal pain, nasal dryness, sinusitis and tendonitis to be related to essure. The reporter commented: two months after the insertion of essure implants, began to feel various types of pain. The pains worsened over time and led to an inability to work. The consumer informed that despite consulting several specialists, it was not possible to relieve her pain. This is why she blame essure device for the appearance of her various symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: abdominal pain. The analysis in the global safety database revealed 1.287 cases. Dysmenorrhoea. The analysis in the global safety database revealed 133 cases. Back pain. The analysis in the global safety database revealed 357 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Company causality: incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 22-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain"), dysmenorrhoea ("increased menstrual pain"), back pain ("lower back pain"), arthralgia ("knee pain / ankle pain"), tendonitis ("repeated episodes of hip and right elbow tendinitis"), musculoskeletal pain ("shoulder pain"), breast pain ("worsened breast pain") and migraine ("migraines +++") in a (B)(6) year-old female patient who had essure (batch no. C26960) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 month 29 days after insertion of essure, the patient experienced abdominal pain (seriousness criteria disability and intervention required), dysmenorrhoea (seriousness criterion disability), back pain (seriousness criterion disability), arthralgia (seriousness criterion disability), tendonitis (seriousness criterion disability), musculoskeletal pain (seriousness criterion disability), breast pain (seriousness criterion disability), migraine (seriousness criterion disability), nasal dryness ("nasal dryness") and sinusitis ("sinusitis"). The patient was treated with surgery (conservative total hysterectomy was performed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, back pain, arthralgia, tendonitis, musculoskeletal pain, breast pain, migraine, nasal dryness and sinusitis outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, breast pain, dysmenorrhoea, migraine, musculoskeletal pain, nasal dryness, sinusitis and tendonitis to be related to essure. The reporter commented: two months after the insertion of essure implants, began to feel various types of pain. The pains worsened over time and led to an inability to work. The consumer informed that despite consulting several specialists, it was not possible to relieve her pain. This is why she blame essure device for the appearance of her various symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2017: quality-safety evaluation of ptc. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 25-oct-2017 for the following meddra preferred terms: abdominal pain. The analysis in the global safety database revealed 1.505 cases. Dysmenorrhoea. The analysis in the global safety database revealed 145 cases. Back pain. The analysis in the global safety database revealed 391 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Bayer case number: (B)(4). Abdominal pain [abdominal pain] increased menstrual pain [pain menstrual] lower back pain / patient was hospitalized due to back pain spreading to the right lower limb [chronic lumbago] knee pain / ankle pain [arthralgia] repeated episodes of hip and right elbow tendinitis [tendinitis] shoulder pain [shoulder pain] worsened breast pain [breast pain female] migraines [migraine] nasal dryness [nasal dryness] sinusitis [sinusitis nos] joint pain (right knee and right hip) [pain in hip] patient still complained about diffuse pain mainly at the spine level [spinal pain] patient was hospitalized due to back pain spreading to the right lower limb [back pain (with radiation)] neck pain [neck pain] digestive disorders [digestion impaired] bilateral carpal tunnel syndrome [carpal tunnel syndrome] telangiectasia on the trunk [telangiectasia] painful bilateral mastosis [mastopathy] reactive anxio-depressive syndrome [anxiodepressive syndrome] adenomyosis [adenomyosis] hot flashes [hot flashes] neuralgia [neuralgia] fatty liver [fatty liver]. Case narrative: the below report was received by health authority (reference number: (B)(4)) on 22-sep-2017. The most recent information was received on 10-oct-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain"), dysmenorrhoea ("increased menstrual pain"), chronic lumbago ("lower back pain / patient was hospitalized due to back pain spreading to the right lower limb"), arthralgia ("knee pain / ankle pain"), tendonitis ("repeated episodes of hip and right elbow tendinitis"), shoulder pain ("shoulder pain"), breast pain ("worsened breast pain"), migraine ("migraines ") and back pain (with radiation) ("patient was hospitalized due to back pain spreading to the right lower limb") in a 45 year-old female patient who had essure inserted (lot no. C26960) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pneumonia and tobacco user in 2003, wisdom teeth removal in 1994, appendectomy in 1982 and hiatal hernia, gerd, scoliosis, urinary infection, raynaud's syndrome, systemic lupus erythematosus, crest syndrome (crest syndrome (limited systemic sclerosis), diagnosed in 2014, treated with hydroxychloroquine. No cardiac impairment), adenoidectomy, tonsillectomy, migraine, penicillin allergy, parity 2 (2 childbirths (daughters) on (B)(6) 1997 and (B)(6)1999 (vaginal deliveries)), lumbosciatalgia, low back pain and body mass index normal (weight (at time of ae): 76 kg ((B)(6) 2014) 73 kg ((B)(6) 2016) 68 kg ((B)(6) 2017)). The patient had a family history of psoriasis (patient¿s mother). Concomitant products included diprostene (betamethasone dipropionate, betamethasone sodium phosphate) for epicondylitis since (B)(6) 2017, deroxat (paroxetine hydrochloride) since (B)(6)2017, lamaline (atropa bella-donna extract, caffeine, papaver somniferum tincture, paracetamol) since 2015, iud nos (intrauterine contraceptive device), laroxyl (amitriptyline hydrochloride), lyrica (pregabalin), diclofenac (diclofenac sodium), tramadol (tramadol hydrochloride), duloxetine eg (duloxetine hydrochloride) and pilocarpine. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, 30 days after essure insertion, she experienced pain in hip ("joint pain (right knee and right hip)"). On (B)(6)2014 she experienced abdominal pain (seriousness criteria disability and intervention required), dysmenorrhoea (seriousness criterion disability), chronic lumbago (seriousness criteria hospitalisation and disability), arthralgia (seriousness criterion disability), tendonitis (seriousness criterion disability), shoulder pain (seriousness criterion disability), breast pain (seriousness criterion disability), migraine (seriousness criterion disability), nasal dryness ("nasal dryness") and sinusitis ("sinusitis"). On (B)(6)2016 she experienced neck pain ("neck pain"). On (B)(6)2016 she experienced telangiectasia ("telangiectasia on the trunk") and breast disorder ("painful bilateral mastosis"). On unknown date she experienced spinal pain ("patient still complained about diffuse pain mainly at the spine level"), back pain (with radiation) (seriousness criterion hospitalisation), dyspepsia ("digestive disorders"), carpal tunnel syndrome ("bilateral carpal tunnel syndrome"), mixed anxiety and depressive disorder ("reactive anxio-depressive syndrome"), adenomyosis ("adenomyosis"), hot flush ("hot flashes"), neuralgia ("neuralgia") and hepatic steatosis ("fatty liver"). The patient was hospitalised from (B)(6)2015 and from (B)(6)2015. The patient was treated with biprofenid (ketoprofen) as well as surgery (conservative total hysterectomy was performed on (B)(6)2017). Essure was removed on (B)(6)2017. At the time of the report, the tendonitis and pain in hip had resolved and the chronic lumbago, arthralgia and neck pain had not resolved. The outcomes for abdominal pain, dysmenorrhoea, arthralgia, breast pain, migraine, nasal dryness, sinusitis, spinal pain, back pain, dyspepsia, carpal tunnel syndrome, telangiectasia, breast disorder, mixed anxiety and depressive disorder, adenomyosis, hot flush, neuralgia and hepatic steatosis were unknown. The reporter considered abdominal pain, adenomyosis, pain in hip, arthralgia, shoulder pain, chronic lumbago, back pain (with radiation), breast disorder, breast pain, carpal tunnel syndrome, dysmenorrhoea, dyspepsia, hepatic steatosis, hot flush, migraine, mixed anxiety and depressive disorder, nasal dryness, neck pain, neuralgia, sinusitis, spinal pain, telangiectasia and tendonitis to be related to essure administration. The reporter commented: two months after the insertion of essure implants, began to feel various types of pain. The pains worsened over time and led to an inability to work. The consumer informed that despite consulting several specialists, it was not possible to relieve her pain. This is why she blame essure device for the appearance of her various symptoms. On (B)(6)2014, essure insertion was performed (6 visible coils on the right side, 5 visible coils on the left side). Discrepancy noted in essure in removal date: (B)(6) 2017 according to the patient¿s physicians, pelvic, abdominal, joint pain, neuralgia, digestive disorders, fatty liver and reactive anxio-depressive syndrome possibly related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.184 kg/sqm. [Biopsy] on (B)(6)2017: no helicobacter pylori [blood test] on (B)(6)2017: allery with nickel, tin and silver [computerised tomogram] in (B)(6) 2015: staged disc disease without herniation [magnetic resonance imaging] on (B)(6)2016: disc degeneration, no anomaly, no stenosis; on (B)(6)2016: no anatomic pathology [smear cervix] on (B)(6)2016: no malignancy [spinal x-ray] on (B)(6)2015: significant straightness of the cervical spine hypertrophy of the transverse process, right c7 beginning of back osteoarthritis (upper level) [ultrasound abdomen] on (B)(6)2014: no finding; on (B)(6)2014: no finding; on (B)(6)2016: slight hepatic steatosis [ultrasound pelvis] on (B)(6)2014: essure in correct position, together with iud; on (B)(6)2017: cysts on ovaries ¿ no menopause [x-ray] on 0(B)(6)2014: no finding; on (B)(6)2014: no finding; on (B)(6)2015: no inflammatory rheumatism the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6)2017 for the following meddra preferred terms: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Dysmenorrhoea. The analysis in the global safety database revealed (B)(4) cases. Back pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 10-oct-2024: medical record received. New events knee pain, back pain, spinal pain, neck pain, digestive disorder, telangiectasia, carpel tunnel syndrome, breast disorder, anxiety depressive disorder, adenomyosis, hot flashes, neuralgia, fatty liver are added. Medical history, concomitant & treatment drug added. Lab data updated. New reporters are added. Essure removal date updated. Reporter causality comment updated. Further company follow-up with the regulatory authority is not possible. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.